Event description:
It has been reported that over the course of a week, a neurosurgery department has encountered several instances of tip breakages while utilizing their ultrasonic aspirator. There has not been a report of any adverse consequence to the pt, and an investigation has been initiated, and is ongoing, to determine the cause of the situation.